Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction, stenosis and thrombosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional unk rx xience and unk rx prime devices are being filed under separate medwatch reports. The patient deaths are being reported on a separate medwatch report #. Literature: randomized comparison between 2 link cell design biolimus a9 eluting stent and 3 link cell design everolimus eluting stent in patients with de novo true coronary bifurcation lesions: the begin trial.

Event description:
It was reported through a research article identifying xience v, xience prime, and xience xpedition that may be related to death and serious injury. Details are listed in the attached article, titled randomized comparison between 2-link cell design biolimus a9-eluting stent and 3-link cell design everolimus-eluting stent in patients with de novo true coronary bifurcation lesions: the begin trial.